Event description:
The initial reporter received a questionable elecsys ft3 iii result for one patient sample tested on a cobas 8000 e801 module with serial number (B)(4). The initial result was reported outside of the laboratory. The physician asked that the sample be measured at the investigation site. The serial number of the e 411 used in the investigation site is (B)(4). The lot number of the ft3 iii reagent used in the e 411 investigation site is 547180. The expiration date is 31-aug-2022. The serial number of the e 801 used in the investigation site is (B)(4). The lot number of the ft3 iii reagent used in the e 801 at the investigation site is 551720. The expiration date is 30-sep-2022. The lot number of the ft3iii v2 reagent used in the e 801 at the investigation site is 515968. The expiration date is 31-mar-2022.

Manufacturer narrative:
From the analysis of the information provided, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.